Event description:
Caller reported a malfunction on pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted caller with resetting pump; malfunction code did not recur and customer was instructed to call back if it happens again, with caller acknowledging and understanding instructions.